Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032936) on 13-jan-2014. The most recent information was received on 03-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of mass ('pain on my right side with a knot') and pain ('pain on my right side with a knot') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced mass (seriousness criterion hospitalization), pain (seriousness criterion hospitalization), migraine ("migraine"), cerebrovascular accident ("I had a small stroke") and vomiting ("throwing up") and was found to have weight increased ("weighed 195"). Essure treatment was not changed. At the time of the report, the mass, pain, weight increased, migraine, cerebrovascular accident and vomiting outcome was unknown. The reporter provided no causality assessment for mass and pain with essure. The reporter considered cerebrovascular accident, migraine, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032936) on 13-jan-2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of mass ('pain on my right side with a knot') and pain ('pain on my right side with a knot') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced mass (seriousness criterion hospitalization), pain (seriousness criterion hospitalization), migraine ("migraine"), cerebrovascular accident ("I had a small stroke") and vomiting ("throwing up") and was found to have weight increased ("weighed (B)(6)"). Essure treatment was not changed. At the time of the report, the mass, pain, weight increased, migraine, cerebrovascular accident and vomiting outcome was unknown. The reporter provided no causality assessment for mass and pain with essure. The reporter considered cerebrovascular accident, migraine, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media documents revived, new reporter and event weighed (B)(6), migraine, I had a small stroke, throwing up added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.